Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable.

Event description:
Patient was revised due to hip dislocation with dual mobility construct. Doi: unknown. Dor: (B)(6) 2023. Affected side: right hip.